Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿systematic review and meta-analysis of ex-situ and in-situ fenestrated stent-grafts for endovascular repair of aortic arch pathologies¿ boufi m, alexandru g, tarzi m, zlitni m, taghi h, loundou a journal of endovascular therapy 2024, vol. 31(6) 1041¿1051 https://doi.org/10.1177/15266028231157639. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿ systematic review and meta-analysis of ex-situ and in-situ fenestrated stent-grafts for endovascular repair of aortic arch pathologies¿  the time frame of this study was over a twenty-year period. A systematic review and meta-analysis was performed to gain insight into safety and efficacy of in situ and ex-situ fenestration techniques for total endovascular arch repair. 15 studies were included. Valiant stent grafts and non mdt stent grafts were implanted in the patient population.  Among the patient population the following malfunctions occurred: type I endoleak no further information was provided pertaining to medtronic products.